Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the patient had to undergo repeat surgery to exchange hvad pump for suspected thrombosis of the pump associated with hemolysis. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient underwent a repeat surgery for pump exchange due to suspected thrombus associated with hemolysis. The hvad pump (B)(4) was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via controller log files, as log files were not available on the date of the reported event. Analysis of the device revealed that the device passed dimensional verification but failed functional testing and visual inspection. Functional examination demonstrated a power shift condition during post-explant wet test. Per an internal investigation, this power shift condition does not correlate with complaints. Visual examination revealed mild to moderate abrasions on the lower housing ceramic surface and the matching inferior surface of the impeller. These mechanical abrasions, observed on the lower housing surface and the matching inferior surface of the impeller, are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. Independent pathology report revealed evidence of thrombus within the pump. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Clinical status, comorbidities, and pharmacological factors are possible contributing factors to the probable thrombus associated with hemolysis.